Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, (B)(6), and the reported events could not conclusively be established through this evaluation. (B)(6) was returned assembled with the driveline (dl) cut approximately 2" from the pump housing and the distal portion of the dl was not returned (figure 1). The sealed inflow conduit (inflow conduit flex section, and inlet elbow) was returned attached to the pump inlet housing. The inlet tube was not returned. The sealed outflow graft attachment and 1¿ of the outflow graft material were returned attached to the outflow elbow, which was connected to the pump¿s outlet port. The outflow graft bend was not returned. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) revealed no evidence of developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process, and the device functioned as intended. The hmii lvas IFU lists (pocket, local, and driveline) infections as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU and patient handbook contain sections on ¿caring for the driveline,¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 11dec2012. Heartmate ii lvas IFU is also available. Section 1 of this IFU lists (pocket, local, and driveline) infections as adverse events that may be associated with use of the heartmate ii left ventricular assist system. Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. The product was not returned.  No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's white blood cells were 10.9. The patient continued on cefepime and vancomycin for six weeks through (B)(6) 2020. The patient also had a respiratory infection as well.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent transplant. It was reported the patient had driveline infection despite debridement and relocation of driveline. The patient was on long term wound vacuum-assisted closure and intravenous (IV) antibiotics. The device will be returned for evaluation once received from pathology.